Event description:
On 6/4/98 at 12:04 pt on dialysis for approx 1 hr when given procardia 10mg for high blood pressure. Pt taken off and sent to ER for unrelieved high blood pressure. Pt complained of abdominal pain, nausea and vomiting. Also diarrhea and uncontrolled blood pressure. Blood work drawn. Pt returned to ER on 6/5/98 at 11:23 am with uncontrolled hypertension, weakness, nausea, vomiting and diarrhea. Pt given procardia & blood work drawn. Pt to ER 6/6/98 12:04 pm w/complaint of weakness & pt talking out her head per family. Blood drawn sent to dialysis.